Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled: multi-layer flow-modulating stents for thor aco-abdominal and peri-renal aneurysms: the UK pilot study. C. Lowe, a. Worthington, f. Serracino-inglott, r. Ashleigh c, c. Mccollum (eur j vasc endovasc surg (2016) 51, 225-231) http://dx. Doi.org/10.1016/j.ejvs.2015.09.014. A valiant stent graft was implanted in patient to bridge the dislocation of another manufacturer's multi-layer flow-modulating stents (cardiartis) on an unknown date. It was reported that on an unknown date after implant of the valiant stent graft, the patient had groin hematoma. Despite surgical control of the bleeding, the patient remained hypotensive and expired from rapidly developing multi-organ failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.